Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies and just prior to calling in to tandem technical support, customer changed the infusion set site. Occlusion was resolved. Customer's blood glucose was 348 mg/dl.